Manufacturer narrative:
An evaluation of the kangaroo pump was performed for ¿thermal issue¿. The unit was disassembled. Visual inspection found thermal damage to component q28 causing it to crack. Corrosion was found at numerous points on the main pcba. The potential root cause is the use of an unauthorized power adapter by the user. The repairing of the unit will be a very high cost in parts therefore the unit will be disposition for excessive cost of repair. The unit model was 383400, the unit has a labeled manufactured in 07 2006. There no accessories were returned with unit. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the unit does not have power. Upon triage on (B)(6) 2017, the service technician found that a component of the unit had thermal damage.